Event description:
Info received indicated the right siderail would not latch.

Manufacturer narrative:
The hill-rom tech found the latch and hinge to be very dirty with a dried material which caused the issue. He cleaned the latch and hinge to resolve the issue.